Manufacturer narrative:
The customer stated there were no issues with any other patient samples. The customer performed repeatability testing with other patient samples and the results were reproducible. The field service engineer (fse) completed instrument performance testing with acceptable results. It was noted that the "cleaner" bottle was empty. It is not known how long the bottle had been empty. Calibration was performed on (B)(6) 2023 and was acceptable. Qc was acceptable prior to the questionable result. No issues were identified during a review of the reaction monitor data. "No fluid detected" and "clot detected" alarms were observed on the alarm trace data. As calibration and qc were acceptable, a general product problem can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for cobas integra creatinine plus ver.2 assay (crep2) on a cobas integra 400 plus. The initial result was 231 umol/l. This result was reported outside of the laboratory where it was questioned by the doctor. The repeat result was 84.4 umol/l. The integra 400 plus analyzer serial number was (B)(4).